Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter-(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that touchscreen of cardiosave intra aortic balloon pump (iabp) was not responding properly. The ¿iab fill¿ key and other lower touchscreen buttons required excessive pressure and off-center touches to function. There was no harm or injury reported to the patient.

Event description:
N/a

Manufacturer narrative:
Updated fields-b4, d8, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields-h6 (medical device ¿ problem code) it was reported that during use customer called to report the cardiosave intra aortic balloon pump (iabp) touchscreen is not responding as expected. There was patient involvement however, no adverse event reported. Customer states the night rn¿s informed her that the ¿iab fill¿ key and some other lower touch screen key¿s needed to be pushed hard and in different places for them to perform the function selected. Customer states there is no harm to patient and the therapy will be completed sometime today. Customer would like the cardiosave serviced as soon as possible. Customer will deliver the cardiosave to the hospital biomed department after therapy is completed for the patient. This is a femoral insertion of the iab. There are no other issues or questions raised by avalon. Customer appreciates emergency support program facilitating a service call. No repair information available.